Event description:
Patient underwent placement of an expansion segment of a femur prothesis. A revision surgery was done on a later date to replace the expansion segment and the expansion clip. The expansion segment had backed out and the expansion clip was broken.